Event description:
It was reported that cgm displayed error message during use of g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed full pump reset with guidance, confirmed error did not reappear after reset, and was advised to wait 20 minutes before starting new sensor session, which customer understood and accepted.